Event description:
Reporter alleged the test strip vial labeling used with the blood glucose monitoring device is rubbed off. Reporter stated is unable to see the expiration date, lot number, or other information on it either. Reporter indicated receiving high readings (in the 600s mg/dl) which is outside the reading range of the glucose device. Reporter stated no treatment was received as a result of the suspect device and replacemen product was sent.